Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller stated the ins have not worked for her in a while, maybe stopped in 2018 or 2019, so she have been taking medication to help with her issues. The caller stated that she would like to turn her device off but is getting a poor communication. The caller mentioned that the last time she turned the device was on (B)(6). During the call, the caller received the poor communication with and without the antenna and due to the device age, the patient was redirected to the managing healthcare professional to check on the ins status. The caller mentioned that she met with a manufacturer representative and was told the ins was getting low on battery life, so the caller believes the device have finally depleted. The caller did not alleged making the manufacturer representative aware of the loss of therapy issue, the representative just read the ins status. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the hcp reported that the root cause of the ins not working was that the battery was dead. No actions and interventions were taken but it was reported that the issue was resolved.